Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, the tandem-provided wall power adapter, and the tandem-provided charging pad. There was no adverse impact to the customer's blood glucose level. A replacement charging cable, wall power adaptor, and charging pad were sent to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.